Event description:
Device red status indicator was flashing. There was no patient involved in this event.

Manufacturer narrative:
Correction to serial number from (B)(6) to (B)(6). The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed out qat from heartsine technologies on the (B)(6) 2018. Upon receipt, the returned pad-pak was found to be depleted beyond any use and a flashing red status indicator was observed, as per the reported fault. Moisture marks were observed within the pad-pak and what appeared to be battery leakage was identified on the cells. This would indicate the pad-pak had been subject to moisture ingress, leading to the failure of the pad-pak and the subsequent low battery fails. Furthermore, inspection within the returned sam 350p revealed corrosion on the membrane tail between track 1(led_pad_led) and track 2(status_led_red), which was further evidence of adverse storage. The corrosion had resulted in the erroneous activation of the red status led and failure chirp while the left pad icon led flashed. This fault could not be replicated after clearing the corrosion. This would confirm a failure of the membrane due to corrosion on the membrane tail. The corrosion within the device, on the usb contact collars, in addition to the evidence of moisture inside the pad-pak would all indicate the device had been stored outside of the indicated conditions. It is unclear when the moisture had penetrated the pad-pak. Information from the history log showed the device had performed successful weekly auto self-tests up to the (B)(6) 2020. The device then recorded a significant voltage decrease during the following weekly self-test, logging low battery fails. This would indicate the pad-pak had failed between these dates. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Manufacturer narrative:
A supplemental report will be submitted after device evaluation.

Event description:
Device red status indicator was flashing. There was no patient involved in this event.